Event description:
An ophthalmic surgeon reported at the beginning of the procedure, the infusion cannula almost fell off from the trocar. The cannulas were not engaged with each other, and there was a "hollow" between trocar cannula and infusion cannula. The case was completed using alternate infusion and trocar cannulas. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).